Event description:
It was reported that during a lumbar fusion surgery, it was observed that the attachment device became hot with minimal use. The reporter did not know if irrigation was used. There were no delays to the scheduled surgical procedure as a spare identical device was available for use. There were no injuries, medical intervention or prolonged hospitalization associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The unit was tested and was found that the temperature was above specification. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to normal wear of the bearings over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.